Event description:
Complaints of pacemaker problem. Pt explains that at 1600 he began to not feel well with light-headedness and describes it as feeling "near syncope". Pt has pacemaker in place. FDA safety report ID# (B)(4).